Event description:
During the insertion of a triple lumen catheter, for central venous access, there was some resistance experienced when withdrawing the guide. The physician realized that the guide was unraveling. When this was experienced, the entire catheter, with guide intact, was removed. A portion of the unraveled guide broke off in the pt's left infra-clavicular area. X-ray of the area at that time revealed approx a 5-10 cm portion of the guide visualized in the infra-clavicular area. X-ray taken several hrs later revealed a 10 cm (clearly visualized) segment of the unraveled guide in the superior vena cava.